Event description:
It was reported that a spectrum pump failed volume accuracy x3 times. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. :(B) (6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed volume deliver accuracy x3 times even with new tubings" was not evaluated due to an upstream occlusion alarm during evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was undetermined due to the upstream occlusion alarm. The upstream occlusion was caused by an out of calibration upstream sensor and therefore the upstream sensor requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.